Manufacturer narrative:
Bd had received photos from the customer facility for investigation and observed hemogard¿ stopper / shield separation upon evaluation of the photos. Additionally, retention samples of the incident lot number were tested and hemogard¿ stopper / shield separation was observed. Bd is aware of the issue with hemogard¿ stopper / shield separation and as a result, corrective actions have been established and are in the process of being implemented. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product .although no customer samples were received for evaluation, further investigation has been initiated for the issue of hemogard¿ stopper / shield separation. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified .based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hemogard¿ stopper / shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use of the bd tube sst2 plh 16x100 8.5 slbl jp the stopper separated from the tube. There was no report of injury or medical intervention.